Manufacturer narrative:
This event occurred outside the us. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Cancelled report for device. (B)(4)

Event description:
It was reported that the patient had received shocks and that the lv lead had high thresholds. The lead status is unknown. No further patient complications have been reported as a result of this event.